Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu2278 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a leak in 4fr red lumen was observed. No other information was provided.

Event description:
It was reported that a leak in 4fr red lumen was observed. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the red lumen of the 4fr powerpicc was inclusive due to the sample condition. One 4fr d/l powerpicc sv was returned for investigation. The catheter had been trimmed at the 30cm depth mark. Evidence of use was observed on the catheter. Tape residue was observed on the extension legs and non-vad extension sets were attached to each luer adaptor. A functional test revealed that each lumen of the catheter was patent to infusion. Under sustained hydraulic pressure, no leaks were observed in any part of the returned PICC. The taper of the red luer adaptor was found to be out of specification. What caused the luer to be out of specification appears to be the forceful insertion of a male luer. Impressions from tooling were observed in the external surface of the red luer material. Deformation was also observed in the threads on the red luer adaptor. The forceful insertion of the extension set may have resulted in a gradual widening and deformation or the luer hub material over time. Whether the deformation of the luer caused or contributed to the leak could not be determined since a functional test revealed no leak in any part of the catheter. A review of the device history record (DHR) showed that the lot met all release criteria and no other complaints from this lot have been reported.